Manufacturer narrative:
Please note the corrections to d4 lot #, d9/h3 and h6 component code. The reported event could be confirmed, but the reported product is required for the detailed investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
As reported: "when drilling for 2nd locking screw in most distal m/l hole a notable chatter could be heard. Following which the tip of the drill broke off where it tapers down and tip fragment was then situated on the medial side of the nail within the patient. Broken drill was removed and the decision was made to leave the tip fragment in situ. Second distal locking was then performed using the a/p hole and a new drill from the same lot with no issues."

Event description:
As reported: "when drilling for 2nd locking screw in most distal m/l hole a notable chatter could be heard. Following which the tip of the drill broke off where it tapers down and tip fragment was then situated on the medial side of the nail within the patient. Broken drill was removed and the decision was made to leave the tip fragment in situ. Second distal locking was then performed using the a/p hole and a new drill from the same lot with no issues."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.